Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Deformed outer conductor coils noted in several places.

Event description:
It was reported that this right ventricular (rv) lead was not able to be successfully implanted due to helix extension issues. Additional information has been received through product analysis. Laboratory analysis confirms helix extension issues were encountered along with lead fracture. This lead was then successfully replaced. No adverse patient effects.